Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases, wear abrasion, and total delamination of valve. A leak test was performed which identified an opening and delamination. A microscopic analysis was performed which identified one cracked opening and total delamination of valve. Based on the device analysis the final assessment was one cracked opening assessed as cracked valve seat diaphragm valve and total delamination of valve due to adhesive failure.

Event description:
Healthcare professional reported a right side deflation and "tissue in valve with fold flow hole." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and "tissue in valve with fold flow hole." Device has been explanted.